Event description:
Same case as MDR ID # 2134265-2013-06750 and 2134265-2013-06747. It was reported that during percutaneous coronary intervention (pci) procedure, ilab motor drive unit (mdu) automatic pullback failure occurred. The 99% stenosed lesion was located at the middle left anterior descending artery. Mdu automatic pullback failed while resistance was encountered during pullback the procedure was completed with another of the same device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The distance from the distal end of the transducer housing to the tip of the catheter measured 53.0mm. The telescope assembly was not able to properly pull back, advance, or retract. The ccp board pins appeared normal and a good click sound was heard during insertion into the mdu system. During image characterization testing, no image appeared in the system due to an electrical open at proximal. Imaging core wind up in the hub assembly was observed during x-ray analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06750 and 2134265-2013-06747. It was reported that during percutaneous coronary intervention (pci) procedure, ilab motor drive unit (mdu) automatic pullback failure occurred. The 99% stenosed lesion was located at the middle left anterior descending artery. Mdu automatic pullback failed while resistance was encountered during pullback the procedure was completed with another of the same device. No patient complications were reported and patient status is good.